Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The knob on the device was missing from the power supply, and was not returned for investigation. No other visual defects were observed. Based on the return condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply knob s/n (B)(4). Had fallen off. They reported the device was otherwise operational, just missing the knob. They knew nothing about how or when the knob fell off. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, (B)(6). Power supply knob s/n (B)(4) had fallen off. They reported the device was otherwise operational, just missing the knob. They knew nothing about how or when the knob fell off. No patient involvement.